Manufacturer narrative:
A visual inspection analysis was performed on the returned device. Material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported that the stent delivery system (sds) stent struts were flared up during lesion crossing. In this case the analysis of the returned device confirmed the reported material deformation. Factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices, lesion characteristics, and product damage during handling. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 4008 removed.

Event description:
It was reported that during advancement of the 3.5x33mm xience proa drug eluting stent system tore. There were no adverse patient effects reported and no clinically significant delay reported. Subsequent to the initially filed report, the following information was received: some of the stent struts of the xience proa drug-eluting stent system were flared up during lesion crossing. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xienceproa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during advancement of the 3.5x33mm xience proa drug eluting stent system tore. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.